Event description:
It was reported that during a ptca/stent procedure in a direct stent attempt (contrary to IFU) and after delivering a guide wire with ease, the stent crossed the lesion; however, the balloon ruptured at 6 atm. A dissection occurred distal to the stent, and was treated by deploying another stent. The patient is doing fine, with no effects reported.